Manufacturer narrative:
Concomitant medical product: dtma1q1 crt-d, implanted: (B)(6) 2020; 439888 lead, implanted: (B)(6) 2016; 5076-58 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The cardiac resynchronization therapy defibrillator (crt-d) system was extracted. No further patient complications have been reported as a result of this event.